Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: following our phone conversation, I would like to make a complaint about the bd needles on behalf of a patient of ours. According to her, several needles are stuck shut.

Event description:
It was reported that the bd micro-fine ultra¿ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: following our phone conversation, I would like to make a complaint about the bd needles on behalf of a patient of ours. According to her, several needles are stuck shut.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.